Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Other-medical: unable to observe as it is not related to the manufacturing process. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported through abbvie¿s medical information specialist ¿poor quality of your brand¿s product¿, ¿rupture of the breast implant¿, ¿severe stress for my body¿, ¿disruption of my stable psycho-emotional condition¿, ¿implant rupture¿, ¿capsule is thickened¿, ¿filled with silicone gel¿, ¿violation of integrity of implant¿, ¿integrity of implant disrupted¿. Later healthcare professional reported "rupture" and "signs of violation of integrity of the implant". This record is for the right side. Device was explanted and replaced with a non-abbvie device. Patient was prescribed ceftriaxone, ketonal and dexamethazone.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported through abbvie¿s medical information specialist ¿poor quality of your brand¿s product¿, ¿rupture of the breast implant¿, ¿severe stress for my body¿, ¿disruption of my stable psycho-emotional condition¿, ¿implant rupture¿, ¿capsule is thickened¿, ¿filled with silicone gel¿, ¿violation of integrity of implant¿, ¿integrity of implant disrupted¿. This record is for the right side. Device was explanted. Patient was prescribed ceftriaxone, ketonal and dexamethazone.